Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to pneumonia, high blood glucose and dka. Customer's blood glucose reading was 459 mg/dl. Caller stated that the customer's insulin pump was alarming no delivery. Nothing further was reported.